Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of ¿not pacing in different location¿ was not confirmed. A complete lead was returned in one piece with the helix stretched consistent with procedural damage and clogged with blood/ tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being stretched and clogged with blood/ tissue.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture at different implant locations. The ra lead was tested in the right ventricle but there was still no capture. Additionally, the helix of the ra lead failed to extend. The ra lead was not used and replaced. The patient was in stable condition.